Manufacturer narrative:
A titan touch pump, two cylinders, and a reservoir were received for analysis. Abrasion was noted on the inlet tube and both exhaust tubes of the pump near the strain relief. A failure of the back pressure test was noted with the pump as the balls in the pump failed to seat properly. Additional observation of the pump by sustaining engineering manager was performed. It was determined that foreign material was noted in the fluid pathway of the pump. A separation was noted on the exhaust tubing of cylinder 2. This is a site of leakage. The surfaces appear to be rough and irregular, indicating stress was exerted. Abrasion was noted on the exhaust tubing of cylinder 1 near the strain relief. No functional abnormalities were noted with cylinder 1. A failure of the valve seating operation of the lockout reservoir was noted. Additional observation of the pump by sustaining engineering manager was performed. It was determined that foreign material was noted in the fluid pathway of the reservoir. Based on examination of the returned product, it was concluded that the rough and irregular surfaces associated with the separation indicates that sufficient stress was exerted on the exhaust tubing of cylinder 2 near the strain relief to separate the site while in-vivo. A separation of this type would then allow the loss of fluid, making the device inoperable. The sustaining engineering manager reviewed the returned pump and reservoir. During this review, it was also concluded that the foreign material noted in the fluid pathways of the pump and the reservoir was most likely attributed to the separation in the cylinder 2 exhaust tubing. Foreign material (such as tissue) could have entered the system through the tear in the tubing while in-vivo, resulting in the failure of the back pressure testing with the pump, and valve seating testing of the lockout reservoir. Failure of these tests were not associated with the cause of the device malfunction.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, fracture in tubing on the right side. Device was explanted and replaced. No other adverse patient effects were reported.